Manufacturer narrative:
(B)(4). The jaws of the incident device were stuck shut. The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to pen too wide and the blade moves out of its track. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed positon and are locked (the handle is latched) before activating the cutter.

Event description:
The customer reported that the jaws of the device jammed. There was no blood loss or pt injury. A new device was opened to complete the procedure.